Event description:
During removal of the balloon, after completing the ptca procedure, it became snagged on a previously deployed stent and separated. Reportedly, at that time the pt's coronary arteries acutely closed, requiring CPR to be initiated. The pt was sent to surgery but expired post-operatively. The hosp risk manager is holding the device.

Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete information of the event and patient status from the hosp or distributor, as appropriate. Evaluation summary: the results of our investigative analysis confirmed the distal portion of the balloon had detached the proximal portion of the balloon was returned with a radial rupture distal to the proximal balloon seal. One of the markers had also detached, however the adhesive was still visible on the shaft. The inner member was observed to be severely stretched with twisting noted inside the shaft. This damage probably was the result of forces applied to the shaft during attempts to remove the balloon through the previously stented area. Quality engineering concluded that the balloon probably hung up in the stent and most likely tore as a result of mechanical damage encountered during balloon removal. Mechanical damage to balloons can occur in variable situations which are dependent on lesion morphology, procedural handling and contact with other concomitant equipment used during the procedure. However, these findings are consistent with a rupture due to mechanical failure, such as ruptures occurring when the device is used in conjunction with stents. As part of co's quality control process all rx comet catheters are inflated to rated burst pressure and tested for leaks prior to packaging. Additionally, samples from each lot are tested to failure for rupture and tensile to verify the product meets all specifications. These measures are to ensure the rx comet dilatation catheter reaches the customer with the intended integrity intact.